Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch (lss). Additionally, inappropriate atrial tachy response (atr) episodes were observed due to the lss. Oversensing of noise and concerns of loss of capture (loc) were also noted. Due to this, the device was programmed vvi mode, however, the patient did not feel good and had low energy, therefore, further evaluation was performed. The device was reprogrammed to ddd mode, however, noise was observed during the threshold test. Undersensing of atrial tachycardia was noted as well. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This lead remains in service.